Event description:
It was reported that after insertion of the intra-aortic balloon the pump experienced "fast gas alarms". The pump was exchanged twice, and the alarms continued. Troubleshooting could not identify the problem, so the intra-aortic balloon was removed and replaced. There were no pt complications.